Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 1-5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside a green bag that contained the device, which suggested a possible leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing separated from the flow restrictor of a large volume infusor which resulted in a fluid leak. The leak was contained within the sealed overpouch. This issue was identified prior to use. The device contained 4000mg ceftriaxone (aft) in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.